Event description:
Implant placed 11/5/96, site #30. Pt had swelling and drainage problems 11/19/96. Implant was removed 12/3/96. This was the only implant placed.no diabetes. Pt was given antibiotics at the time of surgery. One person affected.